Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Under the above section "user facility" was incorrectly selected. The only report source is "health professional".

Manufacturer narrative:
Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on 07-aug-2017 a distributor field service engineer (fse) completed preventive maintenance on the aia-2000 and verified accuracy and precision using igeii test and quality controls (qc). The coefficient of variation (%) was 1.42 before maintenance and 1.22 after maintenance was completed; both were within normal range. The fse stated that the analyzer was performing within specifications. On 24-aug-2017 a tosoh senior specialist performed correlation between the aia-2000 and aia-360 at the site. Quality controls were within acceptable range. Patient samples were process simultaneously on the aia-2000 and aia-360; all patients correlated well. The aia-2000 was performing as designed. The aia-360 was left at the customer site in order to monitor any possible high results. A 13-month complaint history review for serial number (B)(4) confirmed no other similar complaints have been reported on this analyzer. The root cause of the reported intermittently high discrepant results on prl, cea, and tsh could not be determined. No data for further evaluation was provided by the customer and evaluation of the aia-2000 at the customer's site indicated no analyzer issue.

Event description:
On (B)(6) 2017 a customer reported getting intermittently high discrepant results on prolactin (prl), carcinoembryonic antigen (cea), and thyroid-stimulating hormone (tsh). When samples were sent to a reference lab, results would come back significantly lower. The customer did not to provide any additional information or actual patient results for further review.